Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the connector pin was pulled out/off, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during an implant attempt, there were positioning difficulties with the lead due to the patient's anatomy. When removing the stylet, the inner coil of the lead was pulled out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.